Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source image display suddenly darkened with no image. The operation was paused and the device was restarted. The image returned to normal. However, when the endoscope was inserted again, the image became darker and darker. In order to avoid the risk of perforation and scratching of the mucosa, the doctor immediately stopped and withdrew the endoscope. The issue occurred, during a diagnostic colonoscopy. There were no reports of patient harm. It was later reported, that the procedure was completed with a similar device.

Manufacturer narrative:
Updated: d8, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported light source image display darkening/no image issue could confirmed and a root cause of the issue could not be determined, as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.